Manufacturer narrative:
After further review of additional information received the following sections g4, g7 ,h2 and h6 have been updated accordingly. The operator used an unknown balloon to pre-expand the lesion. The contrast showed good visualization of the blood vessel after expansion. The residual stenosis was less than thirty percent. When the smart flex 5x150 vascular 120cm stent was released from the body about 1: 3, the release sheath can't continue to be released backward. There were no reported patient injuries. The stent was partially deployed. The target lesion was the superficial femoral artery (sfa). The lesion was seventy percent calcified. There was no vessel tortuosity. There was above seventy percent stenosis. The device was used for chronic total occlusion (cto). The stent was recovered by the long sheath, and then the stent was removed from the long sheath, which may lead to the sheath being ruptured. The patient had superficial femoral arteriosclerosis obliteration. The device was stored in the cath lab for three weeks. The device was stored, handled and prepped per the instructions for use (IFU). There were no anomalies noted prior to inserting the device into the patient. The wire was not kinked or damaged in anyway prior to inserting the device into the patient. The stent delivery system (sds). Did not pass through any acute bends. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no unusual force applied during deployment of the stent. The patient is currently doing great. The product was returned for analysis. One non-sterile unknown long sheath and a non-sterile already deployed smart flex 5x150 vascular 120cm stent were received for analysis inside a plastic bag. The smart flex delivery system was not returned for analysis; only the stent and the unknown sheath were received. Per visual analysis, the stent was received half-way loaded into the non-cordis sheath. Blood residues were observed on the stent and sheath. Also, a severe kink condition was found on the body of the sheath at 5.0 cm from the hub. No other anomalies were noted. Functional and dimensional analysis could not be performed as the sds was not returned for analysis; only the stent and the unknown sheath were returned. The stent was analyzed and besides dried blood residues on the stent, no anomalies were noted. A product history record (phr) review of lot 108431 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses-deployment difficulty - partial deployment¿ could not be confirmed as the complete device was not returned for analysis, nor were procedural images provided for review. The exact cause could not be determined. Vessel characteristics of a calcified lesion with a rate of stenosis of 70% may have contributed to the reported event. According to the safety information in the instructions for use ¿not intended for use in lesions that cannot be pre-dilated. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot 108431 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the operator used an unknown balloon to pre-expand the lesion, the contrast showed good visualization of the blood vessel after expansion, the residual stenosis was less than thirty percent, when the smart flex 5x150 vas 120cm stent was released from the body about 1: 3, the release sheath can't continue to be released backward. There were no reported patient injuries. The stent was recovered by the long sheath, and then the stent was removed from the long sheath, which may lead to the sheath being ruptured. The patient had superficial femoral arteriosclerosis obliteration. The device was stored in the cath lab for three weeks. The device was stored, handled and prepped per the instructions for use (IFU). There were no anomalies noted prior to inserting the device into the patient. The wire was not kinked or damaged in anyway prior to inserting the device into the patient. The stent delivery system (sds). Did not pass through any acute bends. There was no unusual force used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion with the stent. There was no difficulty encountered while advancing/tracking the sds towards the lesion. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. There was no unusual force applied during deployment of the stent. The stent was partially deployed. The target lesion was the superficial femoral artery (sfa). The lesion was seventy percent calcified. There was no vessel tortuosity. There was above seventy percent stenosis. The device was used for chronic total occlusion (cto). The patient is currently doing great.